Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was not reading any gases. No errors were displayed. The unit just stopped reading the gases. No patient harm was reported. Service requested / performed: evaluation / repair: nka repair center evaluated the device. The reported issue was duplicated. The following component was replaced to resolve the issue: 0010 cd-314p-03 gas unit, gf-210ra 1 ea. Investigation summary: the overall risk of this event is determined to be high. The investigation conducted under irc-nka300155492 concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 serial numbers (B)(6) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and gives a gas device error. The countermeasure is to perform a firmware upgrade and/or replace the sensor unit with cd-314p revision 3. The firmware was updated under CAPA 19-016. The following fields are not applicable (na) to the MDR report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 02/11/2021 emailed the customer via microsoft outlook for all the information: no reply was received.

Event description:
The customer reported that the multigas unit was not reading any gases. No errors were displayed. The unit just stopped reading the gases. No patient harm was reported.

Manufacturer narrative:
The customer reported that the multigas unit was not reading any gases. No errors show up, it just stops reading any of the gases. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the multigas unit was not reading any gases. No errors show up, it just stops reading any of the gases. No patient harm was reported.